Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) conclusion summary: on (B)(6) 2016, it was reported that the unit produced an incomplete mesh. On (B)(6) 2016, the complaint follow up action item noted the date of occurrence is (B)(6) 2016; the facility reporting this information is a cadaver tissue bank and did not indicate additional complaint follow up information. The customer returned a skin graft mesher device, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Also, the customer returned a ratchet. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was june 22, 2016 where it was reported that the device produced an incomplete mesh and the damaged gear, roller, side plates and bushings were replaced. On (B)(6) 2016, initial qa inspection of the skin graft mesher, serial number (B)(4), revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed moderate wear. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, serial number (B)(4), gear showed moderate wear. The 2:1 ratio cutter, serial number (B)(4), gear appeared to have no wear. On (B)(6) 2016, the mesh test was performed using the customer¿s mesher, serial number (B)(4), customer ratchet, and 1.5:1 ratio cutter, serial number (B)(4), which resulted in an unacceptable mesh as the center approximate 40% of the mesh was not perforated or perforated minimally. Left and right of the center area appeared to be meshed properly. The 2:1 ratio cutter, serial number (B)(4), was tested with the customer¿s mesher, serial number (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was a strip of marginally perforated material located in the center of the mesh. On (B)(6) 2016, the cutters were tested using the qa mesher, serial number (B)(4), to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, serial number (B)(4), customer ratchet, and customer 1.5:1 ratio cutter, serial number (B)(4), which resulted in an unacceptable mesh as the center approximate 40% of the mesh was not perforated or perforated minimally. Left and right of the center area appeared to be meshed properly. The customer 2:1 ratio cutter, serial number (B)(4), was tested with the qa mesher, serial number (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was a strip of marginally perforated material located in the center of the mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged gear, bushings and gouged sideplate. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut when the gear, collars and bushings were replaced and was subsequently deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4), produced an incomplete cut after the collars, bushings and gear were replaced and was subsequently deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.213. The reported event was confirmed since during the initial inspection the device was tested with both the 1.5:1 and 2:1 ratio cutters returned by the customer and resulted in an unacceptable mesh. The service technician then deemed both the cutters non-repairable. While during the initial inspection the device was tested with both the 1.5:1 and 2:1 ratio cutters returned by the customer and resulted in an unacceptable mesh. The service technician then deemed both the cutters non-repairable; it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh. No adverse events were reported as a result of this malfunction.